Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. Dft and further actions will be discussed with the physician.